Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the cord end on the actuator has broken off. The head section attaching at those points have broken.